Event description:
The international distributor reported the ventilator would not power on due to blown fuses in the power supply. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The finding of the power supply failure reported by the distributor's service technician may cause the ventilator to shut down if it were to recur during use. The distributor's service technician replaced the power supply to correct the reported problem.